Manufacturer narrative:
Lipid lowering drugs, clopidogrel and asa. Evaluation results: inherent risk of procedure (stent thrombosis/pulmonary edema/death).

Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal rca, one endeavor sprint rx drug-eluting stent implanted to the mid rca and one endeavor sprint rx drug-eluting stent implanted to the distal rca. Approximately six weeks later the patient suffered a cardiac death. Cause of death acute pulmonary edema. It is also reported that the patient suffered a stent thrombosis same day as patient death. The investigator indicated that the reported events were possibly related to the study device. Reference MFR #'s 9612164-2012-00021, 9612164-2012-00132.

Event description:
Stent thrombosis has been identified as the cause of the cardiac death.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (stent thrombosis). (B)(4).